Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for diabetes ketoacidosis. Customer stated that she received a no delivery alarm and cannula was crimped when removed due to scar tissue. Troubleshooting was not performed at time of call. No further details provided at time of call.